Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during surgery on an unknown date the dermatome made an irregular pass with different skin depth, which made the skin graft unviable. There was no patient impact. There was no information provided on whether an additional skin graft was taken. Diligence is in process. No additional information has been received.

Manufacturer narrative:
The following sections were updated/corrected: b4, b5, d1, d4, g3, g6, h2, h3, h4, h6. Review of the most recent repair record determined the unit was found to have a control bar not in the correct position and was loose and the device was out of calibration. The vespel bearings, semi circle shaft bearings, spring, spring pin, lever, ball plunger and external e-ring were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Per work order harm timing and event date provided. No further follow up is needed.

Event description:
No additional event information is available.